Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set leaked from the cylinder in the middle of the tubing. This issue was further described as, "paclitaxel began to leak from the filter attached to the administration set". This was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to h10: the device was discarded (previously submitted as not received for evaluation); therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.